Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument passes the cut test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument did not move as the surgeon on the console handle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the instrument moved in an unintended direction.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.